Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen, lower abdomen, and flanks on (B)(6) 2018 and again on (B)(6) 2019 using the cooladvantage coolcore contour. The patient was also treated to the upper abdomen, lower abdomen, and mid abdomen on (B)(6) 2019 using the coolcore advantage plus. Patient developed paradoxical hyperplasia (pah/ph) on the right upper quadrant of abdomen and on the flanks 3 months after initial treatment. Ph was described as 12 cm diameter mass, firm and irregular prominent on palpation in the abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper abdomen, lower abdomen, and flanks on (B)(6) 2018 and again on (B)(6) 2019 using the cooladvantage coolcore contour. The patient was also treated to the upper abdomen, lower abdomen, and mid abdomen on (B)(6) 2019 using the coolcore advantage plus. Patient developed paradoxical hyperplasia (pah/ph) on the right upper quadrant of abdomen and on the flanks 3 months after initial treatment. Ph was described as 12 cm diameter mass, firm and irregular prominent on palpation in the abdomen.